Event description:
Event description cpi received information that this patient's pacing thresholds are greater than 3.5 volts. The device was oversensing. The physician felt, due to the patient's age, he would not aggressively pursue placing a separate rs lead at this time.